Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The broken device was never in patient, it broke on impactor and easily was taken care outside of patient. The implant was fully implanted without impactor before we noticed left bumper piece was broken. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a tka, when it was impacting one (1) journey fem impact bumper lt broke. No pieces inside the patient. All pieces were recovered external to patient. The procedure was resumed, without any delay. It is unknown how was the procedure finished. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, when it was impacting one (1) journey fem impact bumper lt broke. All pieces were recovered. The procedure was resumed, without any delay. It is unknown how was the procedure finished. Patient was not injured as consequence of this problem.